Event description:
It was reported that during the initial implant when the right ventricular lead was repositioned to a better location, the helix would not extend a second time. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary (B)(4): upon analysis it was reported that there were no anomalies found. It was also noted that there was blood/ body fluid on the distal conductor (non-obstructed) and there was blood in/on the helix mechanism and sleeve head. The full lead was returned for analysis.